Event description:
It was reported that via a review of remote transmission, an alert was noted that the right ventricular (rv) lead exhibited high, high voltage (hv) lead impedance above the upper limit. Lead integrity check and programming changes were discussed. No intervention and no patient symptoms were reported.

Event description:
New information indicated that the patient presented to the clinic, and programming changes were made. The patient was asymptomatic.